Manufacturer narrative:
The field service engineer found that a rinse nozzle was clogged with what appeared to be paper towel. The rinse water level was also too high. The rinse nozzle was cleaned. Precision studies were performed and results were within expectations.

Event description:
The initial reporter stated they received discrepant result for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial results were reported outside of the laboratory. The first patient was sent to the emergency room based on the initial value. This patient had a second sample collected at the emergency room and the comprehensive metabolic panel results were normal. Due to this, the customer repeated the patient samples on a second system. The repeat values were deemed correct. The first patient sample initially resulted in a na value of 110 mmol/l and repeated as 142 mmol/l. The second patient sample initially resulted in a na value of 114 mmol/l and repeated as 141 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.